Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis the imaging window was found detached from the lapjoint section and did not returned with the device. A kink in the sheath assembly from the femoral marker to the proximal end was noted. The imaging core was found kinked in the same area of the detachment. No other visual damages were encountered upon visual inspection. The distal housing and the transducer assembly appear to be in good conditions. The detachment of the imaging window was observed. The imaging window was found detached from the lapjoint.

Event description:
It was reported that sheath detachment occurred. Intravascular ultrasound (ivus) was performed twice with an opticross imaging catheter. During the third usage it noted that the tip marker remained in the patient because the outer sheath had separated. The separated outer sheath was retrieved using an extension catheter and balloon. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that sheath detachment occurred. Intravascular ultrasound (ivus) was performed twice with an opticross imaging catheter. During the third usage it noted that the tip marker remained in the patient because the outer sheath had separated. The separated outer sheath was retrieved using an extension catheter and balloon. The procedure was completed with another of same device. No patient complications were reported.